Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition, high pacing impedance and failure to extend the helix. The right ventricular lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found a complete lead was returned in one piece with the helix was found retracted and clogged with dried blood/tissue. X-ray inspection found overtorqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported events of noise, pacing inhibition and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.